Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted device was requested for evaluation but was not returned. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is that with time there was further progression of osteoarthritic condition resulting in compromise of the original device and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. This is the second complaint of this type for this part/lot combination. Unkown device disposition.

Event description:
It was reported that there was glenoid failure 6 years post op. No trauma reported. Pe inlay nearly completely rubbed off. Cage screw worn out, screw head broke off during explantation.